Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. The cause of this patient¿s peritonitis was attributed to nonadherence of aseptic technique during ccpd therapy on the liberty select cycler, as reported by the pdrn. This is further evidenced by known bacterium that are normal inhabitants of the mouth and can cause peritonitis through human oral transmission. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent a manual fill of antibiotics. There was no specific allegation this event was due to the deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the pd registered nurse (pdrn), it was reported the patient presented to the outpatient clinic with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with gram-positive streptococcus type b and a white blood cell (wbc) count of approximately 40,000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to nonadherence of aseptic technique. During a peritonitis follow up, it was found the patient did not wear a mask during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal ceftazidime at 1000 mg every day for 14 days and oral cefazolin at 1000 mg every day for 14 days. The patient was not hospitalized for the event. It was confirmed this patient¿s peritonitis was not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home.